Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced a perforation of the right ventricle, tamponade and pericardial effusion. It was further reported that the patient experienced a drop in blood pressure and heart border was not moving under fluoroscopy. Pericardiocentesis and chest compressions were performed however the patient passed away.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys/ expiration date: 14-apr-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 12-nov-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.